Event description:
The customer reported that he is getting a speaker malfunction error; it kept alarming for arrhythmia inaccurately. The device was in clinical use at the time the issue was discovered. No adverse event or patient harm was reported.